Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while taking prednisone, used more insulin than usual, received a low insulin alert on the ilet, and asked about refilling the same cartridge; the user was advised that refilling the same cartridge is not recommended and to perform a full supply change, which they agreed to do. Symptoms included no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information, with no specific device problem or component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.